Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading erratically. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify when the alleged inaccuracy issue began, and also was unable to provide detailed information regarding the dates and times of blood glucose measurement results obtained. The patient stated that he manages his diabetes using insulin and self-adjusts the dose. The patient denied making any changes to his usual diabetes management routine in response to the alleged issue and reportedly developed symptoms of ¿shaky, blurred vision, upset stomach and feeling funny¿ an unknown amount of time after the alleged meter issue began. The patient stated that he treated himself by consuming additional food and/or drink in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the correct testing process and approved sample site was being used at the time of testing, and the test strips had not expired. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.